Manufacturer narrative:
Result: brake plate kits.

Event description:
It was reported by service report that the foot and head end brakes were not holding. No patient involvement or adverse consequences were reported.